Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the issue was solved by changing the membrane, which corresponds to normal maintenance. Based on available information, this complaint is considered as not valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: device came to biomed saying "0 working, continually beeps, air occlusion"- device passed occlusivity test after changing the membrane, but otherwise had no obvious issues and appears to be functioning properly. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.